Event description:
It was reported that "when proceeding to close the patient's skin with the skin stapler, the entire wound is approximated; however, at the end, inadequate closure is observed, with the wound remaining open due to the staples. As a result, the staples are removed, and a new stapler is used." No patient injury or consequence reported. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when proceeding to close the patient's skin with the skin stapler, the entire wound is approximated; however, at the end, inadequate closure is observed, with the wound remaining open due to the staples. As a result, the staples are removed, and a new stapler is used." No patient injury or consequence reported. No medical intervention was required.